Event description:
It was reported the pt was hospitalized and her scs system explanted due to an infection. Follow-up revealed the pt was given antibiotics to address the infection. It was also reported the pt's ipg site was the only location that was found to be infected.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR for the ipg found an in-process nonconformance related to foreign material in the kit. However, the individual affected devices were reworked per approved rework procedures and all devices within the lot met acceptance criteria. The DHR nonconformance is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.